Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. The device was evaluated and the power issue was confirmed. The root cause was determined to be arching of a fuse resulting in damage to the power inlet. The mains inlet socket was replaced. Afterwards, the device pased all functional testing.

Event description:
Device user (du) reported that error code 80 was occurring and the device was not charging. A clinical specialist (cs) confirmed that the master power switch was on, power cable was correctly connected, and power cable connected to a working outlet. The customer attempted three power restarts and e-stop activation with no success.